Event description:
It was reported that upon opening the device package, the tip of the lead was found to be curved. The guide wire was removed from the lead to determine if the wire was causing the bend; however, the lead was still curved. The device was not used with a patient.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (lot # v821786) found that the distal end was bent. The lead was new or out of the box. The distal tip was bent at the #1 electrode.